Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, while using the fast-fix 360 and deploying t1, both ts were released. Incident cause some damaged to the meniscus and it had to be repair. The meniscus body was preserved. The procedure was completed by cutting some parts of the meniscus. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. Actuator is in its post t2 deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was advanced multiple times during use. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, complaint history, instrucctions for use, risk management, clinical/mi results, material assessment and technique guides (as applicable). Further investigation is not warranted at this time.

Manufacturer narrative:
H10; h6. The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customer's complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence.